Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No analysis was found.

Event description:
It was reported that at implant, high impedance, and unstable sensing and threshold values were observed. The physician suspected possible lead defect. The lead was not used.